Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history. The root cause was determined to be depleted main batteries. The main batteries and harness where replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4).similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel confirmed this condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.